Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient contacted dexcom on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on 02/10/(B)(6) meter value of 27mg/dl. Additionally, patient reported that during the same sensor session, patient's husband had to call the ambulance for her as she did not wake up. Paramedics arrived and the patient was given an IV of 25 grams of glucose but was not certain what her bg was at this time. Paramedics got patient's blood glucose over 60mg/dl and then left. At the time of contact, patient was feeling good. No additional event or patient information was provided.